Manufacturer narrative:
The ipg was electively removed during a pocket revision. There were no allegations against the device. Visual inspection of the ipg did not identify any anomalies. The uep inductive tool showed the device was running the therapy application. The device¿s battery and regulated voltages at the time of the analysis were operating within specification. Using the clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. The device passed all functional tests on ate.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.